Event description:
It was reported that on (B)(6) 2023, the patient underwent the surgery via tha for oa with the cup in question. X-ray taken immediately after procedure confirmed that the cup had dislocated due to a technical error. The surgeon immediately reopened the wound and removed the cup, liner, and head. Then, they were replaced new ones. The surgery was completed successfully without any surgical delay. After the surgery, the surgeon pointed out problems with implants after removal. He commented as follows, "there is a space of about 1mm between the inner diameter of the liner (32mm) and the head (32mm), and there may be a problem with the mechanism that moves the head. There is no such gap on competitor's products." He has requested an investigation into whether the gap is general or abnormal. The sales representative also commented that the head was moving slightly inside the liner by visual inspection, which made him anxious about the risk of wear and mechanical strength. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.